Event description:
Olympus was informed that two of the customer plasma loop, high-frequency electrode from the same lot broke during surgery while using it on a patient. Each loop broke is a different place. No death or injury and no harm to patient or other was reported to olympus. The surgery department discarded the devices following the procedure. This report is 1 of 2. The second device is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
(B)(4): oste investigation results: since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer and sbc. The product was sold on 03 may 2021. Analysis- the following was reported in the event description ¿customer service representative jose alicea received the following from esther persinger "we had 2 plasma loops (#wa22706a) break on our surgery department last week when they were doing a procedure. Both loops from lot 2 boxes"¿. Further information gathered from the event description: ¿the patient was not harmed in any way when either occurrence happened.¿ kindly note that the event description is plausible. Please note: in the case of unclear remains of fragments of the loop, these can be pinpointed with a suitable imaging procedure and removed, if necessary. Cause- according to our investigators, the cause of the reported issue is most likely due to wear and tear. Additional information: it should be mentioned that the loop at the distal end of the electrode wears out during use and may break, burn or melt. Risk analysis- the risk to patients, users, and/or third parties associated with the reported issue is acceptable. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. -investigation level (tier level)- in respect of the reported issue, the sbc deemed the investigation level a tier 2. Please note that oste-hh confirms the investigation level. Clinical assessment- since a complete and valid risk assessment is available for the reported issue, a clinical assessment is therefore not required. Additionally, no risk documents need to be updated. DHR review- a manufacturing and quality control review was performed for device wa22706s with lot number 1000070807. There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. CAPA screening- at oste, there is no CAPA associated with this device with respect to the described issue. Countermeasures- there are no countermeasures necessary because the associated risk is acceptable. Oste will monitor the occurrence rate in the context of our quality management system. If necessary, oste will take action in the future. Containment actions- there are no containment actions necessary because the associated risk is acceptable. Commercial decision/disposition of item- since this is an info complaint, a commercial decision or disposition of the item is not involved.